Event description:
It was reported that during the surgery all the necessary parameters were maintained according to the surgical technique, the angulation was performed adequately during the entire anchor placement. At the moment of impacting the anchor, the doctor verified the stability inside the bone, when the guide was removed with the handle of the anchor in order to pass the points in the tissue, the anchor came out of the bone and it was broken in half. No patient injury was reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The anchor has been broken in two places along its length. The distal end of the anchor was not returned for examination. No suture remains attached to the inserter or was returned. Dimensional assessment of the anchors major diameter confirmed it met print specifications. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.